Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm and air in the patient line was not confirmed. The cause of the alarm was determined to be air in line; however, a cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Event description:
During troubleshooting of a ldv (low drain volume) alarm that appeared on the homechoice (hc) display during drain 8 of 10, the home patient (hp) revealed that there were a lot of air bubbles in the patient line. The technical service representative (tsr) explained the alarm and possible causes, assisted to end therapy and advised the hp to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available